Event description:
The radiofrequency programmer head was returned with no information and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # during analysis the programmer head tested out of specification on an uplink amplitude test. The head's cable, and label, were replaced. (B)(4).